Manufacturer narrative:
One probe sample was returned for evaluation for the report of an actuating failure, with less vibration. A review of the device history records traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. The product sample was visually inspected and deemed conforming. Actuation testing was performed and deemed initially conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area and cutting edge of the inner cutter. The complaint evaluation does not confirm an actuation failure but does confirm the probe cut performance was nonconforming. The exact reason for the poor cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from a worn or damaged inner cutter from its use. The cutter quality had deteriorated during its approximately 20 minutes of use compared with the vitrectomy portion of the procedure which is typically less than 20 minutes. The wear marks on the inner cutter also support the performance deterioration. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received and it is awaiting evaluation. (B)(4).

Event description:
A customer reported less vibration of the probe and no actuation during a surgery. It is known if the probe was aspirating at the time of the event. The product was replaced and the procedure was completed without harm to the patient.